Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as "lack of hand washing or could be of not keeping the supplies clean". The patient was hospitalized and was treated with ceftazidime (1g, intraperitoneal and for two weeks) for peritonitis. Treatment was ongoing. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. One day after the event onset, the patient was retrained on the proper aseptic technique. No additional information is available.